Event description:
It was reported that a positioning issue and patient perforation occurred. In (B)(6) 2004, a greenfield vena cava filter was implanted in a patient. In (B)(6) 2019, computed tomography (CT) revealed the filter was tilted 21 degreed proximally to the right. The posterior struts extended beyond the inferior vena cava (ivc) with no involvement of the surrounding organs.